Event description:
It was reported that, after doing some "strenuous lifting while working outside," the pt felt stimulation in the wrong location. It was stated the pt needed stimulation in the low back area, but felt it in his right ribs instead. It was reported three days later, the pt felt no stimulation, and only felt stimulation in his left leg and thigh, and right ribs, and not in the low back. The pt was referred to their health care provider. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).